Event description:
It was reported that during central processing, the fenestrated bipolar forceps had damaged insulation. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and no additional information was available.

Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged insulation, an investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps had insulation damage. The insulation can refer to "conductor wire insulation". A damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation at the distal end with exposed internal wires. No thermal damage was observed. Additional observations not reported by site were identified. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. Visual inspection was performed, and the instrument was found to have a mechanical indentation on the bipolar yaw pulley. No missing material was observed.